Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving a vibratory alert from the device. Upon interrogation, the device was noted to be in backup mode. A firmware download was performed and the patient was stable with no consequences.